Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿bag will not expand/vinyl stuck together¿ with a potential root cause of ¿static or positive air pressure¿. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product code is unknown, the drain bag product labeling is found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the indwelling catheter was not draining well. Rn had to manipulate the bag and tubing in order for it to drain, which required more frequent catheter assessments.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the indwelling catheter was not draining well. Rn had to manipulate the bag and tubing in order for it to drain, which required more frequent catheter assessments.